Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month and 3 weeks following the implant of a transcatheter valve, the patient collapsed and was transported in a state of cardiopulmonary arrest (cpa). Cardiopulmonary resuscitation (CPR) was performed with the administration of nasal oxygen, and spontaneous breathing was restored. Approximately 2 months following the implant of the valve, at a different hospital, the patient developed hypoxic encephalopathy and died due to senility.